Manufacturer narrative:
H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00164. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the service engineer during evaluation of the device, it was reported that the v60 ventilator had a 1104 error code in the event logs. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) replaced the power management (pm) pcba and the issue was resolve.